Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a ventilator had a "proximal pressure sensor auto-zero failed" alarm. The device was in use. The unit was swapped out for another one, there was no patient or user harm. The customer confirmed the same alarm still sounded even if a check was performed. The sales representative confirmed the reported failure. The unit was evaluated by a field service engineer (fse) but the reported phenomenon was not duplicated. The event log revealed occurrence of "check vent: proximal pressure sensor auto-zero failed" (diagnostic code: 110b), so the solenoid valve 3 and the solenoid valve 4 were replaced for preventive measures. The unit was tested, and it was returned to service.

Manufacturer narrative:
The solenoid xvalves 3 and 4 were returned for failure analysis. Visual inspection of the returned sol 3 and sol 4 revealed no evidence of damage or contamination. An investigation was performed and the contamination in the solenoid xvalve (sol 4) created the 110b error code.